Manufacturer narrative:
H2-h6: a software analysis was initiated. Application logs were reviewed for the incident date. Only one session was identified, associated with a spinal fusion procedure as described in the complaint. The user transitioned between selectprocedure instruments imageacquisition navigation, with multiple back-and-forth cycles between imageacquisition and navigation, and occasional returns to instruments. The archive contained a single o-arm image with 190 slices, each having a thickness and spacing of 0.83 mm; however, some slices were missing. No errors or log evidence were found to explain the reported auto-registration inaccuracy. There is insufficient information in the logs to determine the root cause of the reported behavior. Codes b01, c19, and d15 are applicable to this analysis. H2: please see section d9 for when the log and archive were available for analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3, h6: no parts were received by the manufacturer for evaluation. Codes b17, c20, and d15 are applicable. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735740, software version #: 2.1.0. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a sacroiliac and thoracolumbar procedure. It was reported that there was an alleged inaccuracy during the case. After the site took a spin, the site attempted to check the accuracy and found it to be off. No other additional details were reported at the time of the call. The amount of surgical delay (if any) and impact on patient outcome are both unknown.

Event description:
The medtronic representative (rep) noticed a scratch on the camera lens. The camera was replaced with a known working camera and instruments were able to be tracked successfully. The camera was determined to be causing the inaccuracy.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.